Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l48819, implanted: (B)(6)1998, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of unknown baclofen (unknown dose and concentration) in an implantable infusion pump for intractable spasticity and cerebral palsy. The patient went through severe withdrawal symptoms a day after arriving in (B)(6) on vacation. When the patient went to the emergency room (ER) in (B)(6), they were unfamiliar with intrathecal baclofen therapy (itb) and did not know what to do. The patient was given intravenous valium and stayed over night for observation. The reporter was able to contact their healthcare provider (hcp) in (B)(6) was given instructions on how to manage withdrawal. The catheter ended up being "scared down and broken." The patient stopped receiving baclofen. The issue occurred in 2014. The catheter had been since repaired and functioning fine for quite a while; issue resolved. Additional information was requested from the hcp regarding drug information, pertinent medical history, and if the cause of the catheter issue was determined. Concomitant drugs: valium, oral baclofen, anti-histamine

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The pump delivered intrathecal lioresal 2000mcg/ml (lot ds0067) at 525mcg/day from (B)(6) 2014 to an unknown date. Patient pertinent medical history included quadriplegia, cerebral palsy, and migraines. The cause of the event was an issue at the pump and catheter connector.